Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and duplicated the reported issue. Stryker removed and reconnected the contact pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device shut off 4 times during use and one of the batteries was not recognized. In this state defibrillation therapy may not be available if it was needed. This issue is patient related; however, there was no adverse event reported.